Event description:
The customer reported obtaining low patient results for glucose, albumin, and magnesium on their dxc 700 au clinical chemistry analyzer. The results were released outside the laboratory. The customer indicated a change in patient management, where the patient was started on magnesium medication, which was then discontinued after corrected results were amended. Beckman coulter contacted the customer for more details, but they declined to provide additional patient information. However, they confirmed the patient was not harmed. There was no report of death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the degasser and tightened the reagent r2 syringe case to resolve the issue. The fse verified quality control was acceptable, and the analyzer was back to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).